Event description:
It was reported via medwatch # (B)(4) that a device break occurred. A direxion hi-flo was selected for use. Prior to procedure, it was noted that the wire within the microcatheter was found broken. There were no patient complications as a result of this event.

Event description:
It was reported via medwatch # (B)(4) that a device break occurred. A direxion hi-flo was selected for use. Prior to procedure, it was noted that the wire within the microcatheter was found broken. There were no patient complications as a result of this event.

Manufacturer narrative:
H10: related report number added.